Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29 device arrived in good visual condition. The anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a low anterior resection, an unformed staple was found after the device was removed from the patient. The device was used to anastomose between the colon and the rectum. There was no difficulty in firing and removing the device. The firing handle was fully grasped and the sound of cutting washer was heard. The target tissue was cut properly and donuts were formed completely. The target tissue had been resected with a sc40g prior to using the cdh29. Another device was used to complete the case. There were no adverse consequences to the patient.